Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high; cause of high bg was not confirmed; however, the customer alleged it may have been due to a sensor issue experienced resulting in control iq deactivating. Customer administered manual injection to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.